Event description:
It was reported that the right ventricular lead had increasing and high impedance. It was also reported that there was increasing threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.